Event description:
It was reported that a spectrum pump alarmed constant air-in-line. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarms. The device was operating out of specification with low ultrasonic readings. Low readings will make the pump more sensitive to air-in-line alarms and we caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced.